Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. All components were removed and replaced. No further information was provided.